Event description:
It was reported via (B)(4) that inadequate apposition and removal difficulty occurred. The target lesion was located in the obtuse marginal. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment with a balloon. The stent did not fully expand in the middle and when the stent balloon was deflated and retracted into the guide catheter, it would not move. An attempt to deflate the stent balloon was made, however the device remained stuck. The device was pulled and the attempt unsheathed a large portion of the shaft to the device leaving both the stent balloon and the device shaft in the vessel hanging into the aorta. An attempt was made to re-wire the vessel and use other balloons or snaring devices to free the balloon and shaft, however was unsuccessful. To conclude, a stent was placed down the left main into the proximal left anterior descending (lad) artery and another stent down the circumflex to protect the main vessels. It was further reported that not all parts was recovered. The tip of the catheter including the balloon portion was not recovered. The patient was stable and was discharge.

Event description:
It was reported that inadequate apposition and removal difficulty occurred. The target lesion was located in the obtuse marginal. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment with a balloon. The stent did not fully expand in the middle and when the stent balloon was deflated and retracted into the guide catheter, it would not move. An attempt to deflate the stent balloon was made, however the device remained stuck. The device was pulled and the attempt unsheathed a large portion of the shaft to the device leaving both the stent balloon and the device shaft in the vessel hanging into the aorta. An attempt was made to re-wire the vessel and use other balloons or snaring devices to free the balloon and shaft, however was unsuccessful. To conclude, a stent was placed down the left main into the proximal left anterior descending (lad) artery and another stent down the circumflex to protect the main vessels.